Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging inaccurate results of 133 and 123mg/dl using the subject meter compared to laboratory results of 109 and 102mg/dl respectively, each comparison within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.